Event description:
A literature article described a retrospective study of 14 patients underwent neoadjuvant chemotherapy for invasive bladder tumors, followed by robot-assisted radical cystectomy, extended lymph node dissection, and intracorporeal urinary diversion between february 2018 and june 2022. In the early postoperative period (0-30 days), clavien-dindo grade 3 complications occurred in 2 patients. In the late postoperative period (31-90 days), clavien-dindo grade 3 complications in 1 patient. Of the two patients in the early postoperative period, one patient required intervention because of a retained drain fragment in the abdomen and the other required reinsertion of a foley catheter. The one patient in the late postoperative period required parastomal hernia repair. The corresponding author reported all three complications as clavien-dindo grade iii. There were no reports of a da vinci device malfunction, nor did the author allege that a da vinci device caused or contributed to the events described in the article.

Manufacturer narrative:
Based on the information provided, there is no indication or report that a da vinci product caused or contributed to the incident. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. Citation: doganca t, argun ob, tuna mb, tufek I, obek c, kural ar. Robot-assisted radical cystectomy with intracorporeal urinary diversion following neoadjuvant chemotherapy for muscle-invasive bladder cancer: an initial experience. J urol surg 2024;11(2):67-71. Multiple requests for additional information from the designated author were made; no response has been received. In section d4, there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic xi system was reported. An exact event date was not provided in the article; therefore, the article publish date was used.